Event description:
It was reported during a procedure in cath lab, the patient had adenosine programmed at 140mcg/kg/min with a volume to be infused up to 30 ml on the syringe pump and y-connected a saline infusion. The syringe pump was paused. The patient suddenly began to cough forcefully. It was then noted only 10 ml of syringe had infused over twenty (20) minutes while the syringe pump was paused. The clinician indicated that they did not have the side clamp closed- and believe that since the syringe pump was paused- the patient would not be getting the medication. The patient experienced shortness of breath which the clinician indicated was an expected outcome, physician made aware at time of event. No new orders. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of a free flow of adenosine was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect syringe module. The device was found to be delivering fluid within specification; it was measured the actual volume at 29.1477 ml (-1.5% error). The specification for this test is ±7% error. Test results show the device passing plunger force accuracy, barrel clamp accuracy and plunger position accuracy test on the alaris system maintenance (asm). The test results of syringe module volume detection accuracy show a recorded volume of 49.7 ml (+0.93% error). The specification for this test is ±2% error. No external or internal conditions were identified during the inspection of the suspect device that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. The logs from the returned devices were retrieved to ascertain event details associated with the reported issue. The event was reported to be on (B)(6) 2025, and the infusion was reported at 10:05 am. A review of the suspect syringe module and pcu (s/n: (B)(6)) error log showed no errors or malfunctions on the day of the reported event or any day around. The facility reported that a syringe module as a free flow event during administration drug of adenosine programmed at 140mcg/kg/min with a volume to be infused up to 30 ml; however, during the log review of the event log the infusion was observed delivery on (B)(6) 2025 at 3:15 pm. At 3:13 pm the pcu was powered on, and syringe module was connected. From 3:13 pm ¿ 3:15 pm, the suspect syringe module was programmed a primary infusion manually with adenosine (cath lab) drug, drug amount = 90 mg, volume = 30 ml and patient weight = 95.3 kg; rate = 266.84 ml/h and vtbi = 29.59 ml; dose = 140 mcg/kg/min and concentration = 3000 mcg/ml; syringe size = 50 ml and primary volume infused (pvi) was 0 ml; the infusion lasted two (2) minutes and infused 8.4007 ml. At 3:15 pm infusion alarm for syringe near to end. At 3:17 pm the key pause was pressed, and infusion stopped with pvi = 8.4007 ml. Then system was powered off; total volume infused (tvi) = 8.4592 ml. The alaris system user manual v12.1 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.1 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported free flow of adenosine was not determined. A thorough laboratory test and review of the device logs did not confirm any issues that would explain the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during a procedure in cath lab, the patient had adenosine programmed at 140mcg/kg/min with a volume to be infused up to 30 ml on the syringe pump and y-connected a saline infusion. The syringe pump was paused. The patient suddenly began to cough forcefully. It was then noted only 10 ml of syringe had infused over twenty (20) minutes while the syringe pump was paused. The clinician indicated that they did not have the side clamp closed- and believe that since the syringe pump was paused- the patient would not be getting the medication. The patient experienced shortness of breath which the clinician indicated was an expected outcome, physician made aware at time of event. No new orders. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.